Manufacturer narrative:
The manufacturer received additional information on (B)(4) 2014 with the patient's initials, age and sex. Device manufacture date; corrected from 12/18/2018 to 12/18/2013.

Manufacturer narrative:
Result: the coil is still attached to the pusher assembly. The pusher assembly has multiple kinks along the length of the tube. The pusher assembly is also fractured approximately 80.0 cm from the proximal end. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the coil could not be delivered. Evaluation of the returned product showed damage to the pusher assembly with multiple kinks and one fracture along the length of the assembly. This damage is likely due to attempts to push the assembly against resistance through the delivery catheter. The renegade high flow catheter is dimensionally compatible with the ruby coil. The cause of the difficulty advancing through the catheter is unknown. The coil appears to be within specification and there was no confirmed device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the physician was unable to deploy the coil as it seemed to bind in the delivery catheter and could not be pushed out. The physician used another ruby coil to complete the procedure with no reported adverse effect on the patient.